Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs), alleging that their onetouch verio iq meter read inaccurately high compared to a laboratory method. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged meter inaccuracy began at lunchtime on (B)(6) 2023 when they obtained an unspecified reading with the subject meter. The patient manages their diabetes with a set dose of insulin (humalog, three times a day before meals; humulin, morning and night). The patient denied making any changes to their usual diabetes management regimen as a result of the alleged issue. The patient claimed that around 4 hours after the alleged issue began, their ¿sugar dropped¿ while at the hospital for an appointment, and they ¿passed out¿ and got an ¿arm and head contusion¿. As a result, the patient reported that they were treated by a nurse with sugar and juice then hospitalized for more tests. After receiving treatment, the patient claimed they received a blood glucose lab result of ¿84 mg/dl¿ compared to the subject meter result of ¿156 mg/dl¿. The tests were performed within 10 minutes of each other. The patient was discharged from hospital that same day. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted an approved sample site was used for testing and the correct testing process was being followed. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event requiring medical intervention after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.